Event description:
It was reported by the customer that a pyxis medstation es system fridge door could not open. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge door was not opening. A field service engineer found that the cover of the smart remote manager was missing and verified that the door was working fine. The system functioned as intended after the field service engineer verified the device.